Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having loss of coverage due to lead migration which was confirmed through x-ray. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead will not be returned as it was discarded.